Event description:
Patient reported that after flushing the IV line with heparin and saline, her eyes and nose started burning. She did not experience the same with the same product from other manufacturer.